Manufacturer narrative:
Follow-up # 1.the lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings:the test strips failed testing. The reported issue was confirmed. In addition a secondary issue was noted; the test strip enzyme was found to be contaminated with blood. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2. Supplemental sent to correct information previously submitted. The MFR narrative in follow-up # 1 was incorrect; the test strips were not contaminated with blood but had been exposed to moisture.

Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(4), alleging sample draw issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.